Event description:
It was reported via effectiveness card that a physician had a pt whose device was no longer functioning. Good faith attempts to find out who the pt is and further clarification of the device issue have been unsuccessful to date.